Event description:
It was reported the gastric band could not inflate after many attempts. The problem was solved when the surgeon, through a surgery, removed the portal and cut a piece of the silicone hose, where there was a foreign matter, which according to the surgeon made it difficult for the filling solution to inflate the band.

Manufacturer narrative:
Info anticipated, but unavailable at this time.